Event description:
The customer reported via phone call that the insulin pump had three no delivery alarms in three days. Customer reported that the alarms have occurred during bolus and basal. During troubleshooting, the customer reported that after a set change, the issue seemed to be solved. Customer did not have enough insulin to complete troubleshooting. Blood glucose level at the time of the incident was 99 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.